Event description:
It was reported that during a coronary artery bypass graft, the doctor felt that it had a difficulty in clamping the tissue when the device was used to perform skeletonization for the arterial thoracic internal. So, the doctor also felt it had a difficulty in sealing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional, during functional testing, the clamp arm opened and closed and the device cut of the test media. There were no anomalies noted with the functionality of the device.

Event description:
It was reported by the customer that on (B)(6) 2009 the aiming beam fired straight out of the fiber at 29,584 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap has worn out. The cap remained intact and attached.